Manufacturer narrative:
Device passed the displacement test and self test. The backlight brightness feature functioning properly. No missing segments or partial display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display a. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that he had a difficulty seeing screen. Customer advised revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see section a4 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.